Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier kept failed. A field service engineer found no issues with the bio ID. However, the barcode scanner light was directed onto the bio ID, causing spots. The barcode scanner was repositioned, and full hardware test application (hta) testing was performed multiple times to verify proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bioid was failing, multiple attempts needed to access. There were no adverse events or injuries reported based on this event.